Manufacturer narrative:
.

Event description:
In 2008, boston scientific corporation was informed that during prep, when the resolution clip device package was opened, the clip would not slide back and forth.